Event description:
Reportedly a component disengaged from the instrument into the patient's cavity. The component was not removed as the surgeon did not think it was necessary stating it posed no threat to the patient.